Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm potts scissors are not functioning properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm potts scissor instrument for failure analysis investigation. The instrument was analyzed and found to have one blade bent at the tip causing misalignments of scissors. The blades are not able to fully close as a result of bending.

Event description:
Refer to h11 for follow-up information.